Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that his " meter keeps changing numbers" without him taking a blood glucose readings and he was unable to test and ended up developing symptoms. The patient did not have the meter or test strips at the time of the call to lfs. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. It is unclear what the issue is with the meter and why the patient was unable to test his blood glucose. Based on the initial call the reported issue began in (B)(6) 2010. The patient did not change his medication due to the alleged issue. Approximately 2 weeks later, the patient felt shaky and did not seek any medical attention or contact his physician for assistance. The product was replaced. No further clinical information was provided. It would have been helpful to know whether the alleged issue was an intermittent issue, clarification of what the actual issue was with the meter, his previous blood glucose reading, and how long his symptoms lasted. Product was replaced. The complaint is being reported since the patient that since he was unable to test on his meter, he ended up developing symptoms suggestive of hypoglycemia.